Event description:
In 2006, a male patient underwent aaa repair. One main body graft and two iliac leg grafts were placed. In 2008, the patient underwent additional procedure due to a contained rupture from a proximal type I endoleak from the initial procedure. However, there was no endoleak noted at the time of the initial procedure. According to films, the patient had a short aortic neck and the initial graft landed short of the renal arteries. During the same day procedure, the physician tried to place a main body extension to get a seal but was unsuccessful and had to convert to an open procedure and explant the zenith devices in order to place a tube graft.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the type I endoleak was caused by anatomical changes over time, patient anatomy, and migration.